Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported several centimeters of the tubing of a clearlink system continu-flo solution set were "found not to be intact - entire portions of the tubing were missing". This hole in the tubing resulted in a leak. This was observed during priming with a "neutral solution". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed a cut in the tubing. The reported condition was verified. The cause of the cut was due to incorrect tubing placement during the coiling operation, leading the packaging machine to cut the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.